Event description:
It was reported that the user was unable to secure the cartridge into the ilet, and a subsequent attempt to attach only the connector also failed until a new connector was used, after which attachment was successful. No reported adverse clinical effects reported. Outcomes included no reported impact on activities of daily living. Investigation included a review of labeling, complaint history, and user troubleshooting. Investigation of this case revealed that the initial connector did not attach as intended, and replacement of the connector resolved the issue, indicating a component connection failure at the interface. It was concluded that the event was related to a device connection problem that was mitigated through user troubleshooting and education with replacement of the connector.